Event description:
A hospital in (B)(6) reported to our distributor that an rt340 adult dual heated evaqua breathing circuit could not be connected to a heater wire adaptor. They further reported that the heater wire pins were damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) 2012 with a follow up due upon completion of our investigation. Due to an error the initial report was submitted via the (B)(4). Please consider this our initial/final report for this complaint. Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory limbs of the breathing circuit were performance tested and visually inspected. Results: full insertion of the inspiratory heater wire pins with the heater wire adaptor was not achieved. One of the heater wire pins was bent and out of specification. Full insertion of the expiratory heater wire pins with the heater wire adaptor was achieved. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).